Manufacturer narrative:
It was reported that there were multiple incidents where blue or towels were noted linting during use. The linting from the blue or towels reportedly reached the surgical site for an unidentified number and type of procedures. Irrigation and changing of gloves was reportedly required after linting was noted. No impact to the patient, the procedure, or the total length of the procedure was reported. Due to the reported incident and required medical intervention, this medwatch is being filed. Samples are not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, this report will be reopened and reevaluated.

Event description:
It was reported that linting from blue or towels reached the surgical site/s.